Manufacturer narrative:
The product was returned stuck inside a cartridge in the nozzle entry area. An insufficient amount of solution was observed during the analysis. No damage was observed to the cartridge. Results from the product history record review indicated the product met release criteria. Not enough information was provided to conduct a review on the cartridge lot. The root cause could not be determined for the reported hole in the capsule. However, a failure to the follow the directions for use (dfu) was noted due to an insufficient amount of solution was found. (B)(4).

Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. A malfunction has not been indicated. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. The manufacturer internal reference number is: 2015-31394

Event description:
A registered nurse reported that during an intraocular lens (iol) implant procedure, there was a hole in the patient's capsule. Additional information was requested.